Event description:
It was reported to medtronic minimed that the customer reported loss communication. The customer experienced hyperglycemia with blood glucose value of 479 mg/dl. The customer reported hyperglycemia was treated with manual injection and pump. The event involved product(s) mmt-1884, mmt-332a, unomedical, mmt-7841zn. Troubleshooting was performed for loss communication and not performed for high blood glucose. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical. Product return for mmt-7841zn is expected and the customer response was the device will be returned.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.